Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that he had unexplained blood glucose excursions between 30 to 400¿s mg/dl for the last 7 days. Reportedly, when his blood glucose was high, he took to insulin via syringe and was able to get his blood glucose down to the low 200¿s mg/dl. His alleged low blood glucose was during the middle of the night. During troubleshooting, the patient confirmed his cannula is occasionally bent to one side. The animas pump was replaced because there was unexplained basal setting which was off by 3 hours on (B)(6) 2013. The animas technical representative deemed the animas pump adequately delivery insulin at the time of concern. The reported event can be attributed to a site issue or a rebound from low blood glucose in the middle of the night. This complaint is being reported because the patient had unexplained blood glucose excursion while on insulin pump therapy. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump was found to be delivering within the required specification at the conclusion of the (B)(4) flow accuracy test. Pump was exercised on a 24 hr duration test; no errors or alarms were duplicated. Successfully performed a 10 u audio and 10 u normal bolus. Both were accurately recorded in the pump history. The alarm history shows a ¿replace cartridge¿ alarm on (B)(6) 2013, 10:42. Pump was not primed until (B)(6) 2013, 13:49. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.